Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation: investigation summary: representative sample and photo were received for review. Photo shows related defect. Retention samples were evaluated with no defect. DHR review shows all the information is normal in the manufacturing process, in-process inspection and outgoing inspection. Investigation conclusion: no abnormality was discovered in the batch record. The evaluation on the reserved samples exhibited the sleeve stopper could recover when we retry, failure mode couldn¿t be duplicated. On the returned sample the sleeve stopper also could recover when we retry, failure mode couldn¿t be duplicated. Customer didn¿t use bcs with holder. Should refer to IFU. Root cause description: as description of complaint, the failure mold may be caused by quality of sleeve stopper. Customer didn¿t use the bcs with holder. (B)(4) plant will keep tracking the sleeve stopper can¿t recover back issue. Suggest customer would benefit by using the bcd with holder.

Event description:
It was reported that the rubber sleeve on a bd vacutainer® wingset button blood collection set did not recover during use causing leakage. No injury or medical intervention.